Event description:
User experienced intermittent issue with low tsh results since (B)(6) 2010. User said they repeat low tsh results and received 4 patient samples with discrepant results starting (B)(6) 2010. Sample 1, initial result run from primary tube gave 0.036; repeat from aliquot of primary sample poured and run in sample cup gave 1.82 uiu/ml. Sample 2, on (B)(6) 2010 initial result run from primary tube gave 0.053; repeat from sample cup gave 2.95; repeat from original primary tube gave 3.00 uiu/ml. Sample 3, (B)(6) on (B)(6) 2010 initial result run from primary tube gave 0.045 uiu/ml. Next day primary tube was repeated giving 1.65; repeat from sample cup gave 1.62 uiu/ml. Sample 4, on (B)(6) 2010, initial result run from primary tube gave 0.037; repeat run from sample cup gave 2.32 uiu/ml. Customer considers the higher tsh results to be the correct results. Original results were not reported; patients not affected. Tsh reagent lot numbers - 15697801, 15711801. The field service representative was unable to reproduce the issue. He replaced static brush on sample line; inspected tubes used by customer and observed old style rack adapters being used causing excessive movement of tubes in rack. He communicated to customer new rack inserts should be used to stabilize tubes. Verified operation of analyzer by running performance tests which resulted within specification.

Manufacturer narrative:
Investigation of provided data determined a misaligned s/r probe, tilted sample tubes in racks, as well as foam on samples as the most likely causes for the low tsh results. The field service representative re- aligned the s/r probe during service visit. No adverse events were reported.

Event description:
Customer reported that due to lack of delivery of test strips, she did not test her blood glucose and experienced "sweating", had a "bad headache" and "passed out." She was seen at a local hospital but no diagnosis is reported. She was treated with metformin. There was no report of death or permanent impairment in this case.